Event description:
Foley catheter was inserted before case started. After the case ended, surgical first assistant attempted to remove foley but only 6 cc's of water came out of balloon. After multiple attempts by nurse, stfa and resident, 7 cc's of water was taken out. Surgeon attempted to remove the remaining 3 cc's but no more came out. Surgeon removed the foley and the balloon was still partially inflated. Lot number of 14 french foley kit was ngjx4563.